Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during setup, there was no patient involvement and no delay to a surgical procedure. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Event description:
It was reported that during setup prior to a surgical procedure at the user facility the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during setup, there was no patient involvement and no delay to a surgical procedure. Upon follow up, the user facility was not able to provide any further information regarding the reported event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported overheating was confirmed by a manufacturer repair technician through functional evaluation. Upon disassembly, a loose drive link and worn bearings were found, which can contribute to the reported event.